Event description:
The customer contacted physio-control to report that he recently tested the device and observed that it had the word service across the display. This is indicative of a potential device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue. Physio completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.